Event description:
The customer reported being in the emergency room due to high blood glucose. The caller stated by the time she was in the emergency room her glucose level began to drop. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. Instructed the customer to change the entire infusion set and reservoir. Suggested the caller to remove the cannula and it was not bent. The customer did not feel comfortable and requested having a replacement of the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.